Event description:
Additional information from the consumer reported that the discomfort in the trunk area and ulcer was related to the device/ therapy. The patient had no change in activity or programming; the device just malfunctioned. To resolve the issues, the doctor's office told the patient to change the programs. So far, the patient's shocking sensation, foot spasms and vaginal soreness were resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
The consumer reported having an ulcer since implant that had not been getting well. There was also soreness in the vaginal area since implant. The implantable neurostimulator (ins) "kicked into high gear" and shocked her in the bladder area the prior night while they were sitting in a chair; leaning forward stopped the stimulation and leaning back caused intermittent stimulation. When the patient turned off stimulation, they had spasming on the arch of the foot; turning the stimulation back on seemed to stop the spasms. Cause, actions, and outcome remain unknown. Follow-up is being conducted to obtain additional information. The indications for use included urinary dysfunction and gastrointestinal/pelvic floor.